Event description:
It was reported that during the (B)(6) 2024 ipg replacement (related manufacturer reference numbers: 3006705815-2024-02828, 3006705815-2024-02829) one of the patient's leads had migrated due to the suture breaking. As a result, the lead was explanted to address the issue. It is unknown which lead had migrated.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000126559. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.